Event description:
Report received from USA stating that the device was heating up. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was confirmed. The device failed temperature verifications during the pre-repair assessment. If additional information is received, a supplemental report will be sent. (B)(4).